Event description:
It was reported to philips that the system would not boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system remotely and confirmed that the system was not starting up. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. There has been no additional information received to date. The codes were updated based on investigation outcome.